Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform 45 stapler instrument became stuck on the lungs and additional lung tissue needed to be resected. The stapler was fired and at the completion of the firing, the surgeon noticed lung tissue was pulled into the wrist of the instrument. The surgeon was able to rotate the stapler back and forth to free the tissue from the wrist. After freeing the stapler, it was noticed the stapler sheath was torn and the metal components could be seen. The surgeon was unsure if the stapler was inspected prior to use, to ensure the sheath was properly in place. The instrument had been used two times prior to the tissue entrapment, without any issues. There was no bleeding due to the event, but the surgeon did resect additional lung tissue, to avoid a potential air leak. The procedure was completed, the patient was discharged and there have been no post operative complications. There are no concerns of long term complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the instrument that was used during this reported event, therefore failure analysis investigations (fa) could not be performed. The logs show the sureform 45 stapler instrument (product number: 480445-04, lot number: l87230817-0573), was installed on the system three times and fired three reloads (2 green, followed by 1 blue). On the first install, the first two clamp attempts were successful, and the firing was completed with no pauses for compression. On installs two and three, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no errors in the logs for this procedure. Logs are attached.